Event description:
It was reported that after a patient fell he noticed an increase in spasticity. A catheter dye study was performed on (B)(6) and showed a break in the catheter at the distal segment. The catheter was replaced. The medication used within the system was lioresal. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: catheter. (B)(4).